Event description:
Tech - the two intermediate siderails were loose and not latching due to wear and tear over the years.

Manufacturer narrative:
This call record is being reported based on the allegation "siderails ... Not latching". There has been no allegation made of any injury or risk to a specific pt. A hill-rom technician did resolve the siderail latching problem by replacing worn parts.